Event description:
It was reported that during an unk procedure, there were two consecutive faulty clips that did not form correctly. It is unk how the case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Jaw or cam interface is disengaged. Evaluation summary: the analysis results found that the device was received with the jaw and cam ramps disengaged. This condition would not allow the jaws to close upon cycling of the firing trigger and resulted on the releasing of unformed clips. Possible causes for this conditon may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.